Manufacturer narrative:
Device received with scratched lcd window, cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratches on top of the screen. The blood glucose level was at 140 mg/dl the time of incident. Customer stated that the can still read it but does not show if it was low or normal. The insulin pump will be returned for analysis.